Event description:
Reference MDR # 1219856-2010-00211 for the first event involving the same pt. It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md attempted to insert the iab through the super arrow-flex (saf) sheath. The iab became stuck. The md requested another iab and this iab was prepped and inserted without difficulty. Add'l info rec'd on 3/18/2010 stated that vascular access was "not interrupted, guidewire kept in place" and there was no excessive bleeding.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.